Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high thresholds and low out of range shock impedance measurements. This ICD remains in service and no adverse patient effects were reported.